Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient developed a blood infection due to the bladder damage while catheterizing. The doctor sent the patient to the emergency room. The patient had a follow up appointment and currently not catheterizing. It is unknown what medical intervention was provided for the blood infection and bladder damage.